Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16191, related manufacturer reference number: 3006705815-2022-16536. It was reported the patients ipg is nearing end of life. During troubleshooting it was identified one of the patients leads displays high impedance and ineffective stim is present with the second lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention took place on (B)(6) 2022. During the procedure it was noted the leads had migrated. One lead was repositioned and the second lead was explanted and replaced along with the ipg. Surgical intervention resolved the issue.